Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter address: (B)(6). Device evaluated by MFR: the interlock was returned for analysis. Visual and microscopic inspections were performed, and it was observed that the main coil, the introducer sheath and the pusher wire were returned. It was observed that the main coil was bent and stretched at the coil arm and primary coil section, moreover the arm coil was detached. The functional could not be performed due the main coil and the pusher wire are not interlocking. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that the coil was stuck in the sheath and could not be advanced into the microcatheter. An 18mm x 50cm interlock coil was selected for embolization of splenic aneurysm. During the procedure, the stc8 microcatheter was used to advance the embolization site. The physician held the syringe to flush the interlock continuously with saline. However, when advancing the coil, it was noted that the coil was stuck in the sheath and could not be advanced into the microcatheter. The procedure was completed with another of the same device. The patient condition following the procedure was stable. However, device analysis revealed that the arm coil was detached.